Event description:
According to the complaint, on (B)(6) 2021 a user experienced a burst d513 disposable waste container. The incident was without consequences for the user. On (B)(6) 2021 radiometer decided to initiate a recall with radiometer ref. (B)(4) in order to recall the affected waste containers. USA is not affected by the recall as no affected products have been sold in USA. The incident happened before the customer was notified on the recall.